Event description:
Report received of a possible missed vancomycin dose. The customer reported that when the 12 noon bag of vancomycin was to be hung, it was noted that the 12 midnight bag was still full. It is unknown if the primary IV fluid backflowed into the 12 midnight bag. The 12 noon bag was then hung and would not run. The clinician checked the system and believes the connector needle was too short and therefore did not puncture the IV tubing port. No report of adverse pt effect. Additional info was requested, but no further info was available.